Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that in 2007, a consumer received high readings throughout the day however, later in the day, consumer experienced a hypoglycemic event which resulted in an emergency intervention. The meter will be returned for evaluation.